Manufacturer narrative:
No specific root cause or defect was identified. No patient or donor sample was returned to immucor to all for further investigation. Customer has not provided any status updates regarding patient's condition. Immucor's internal reference number for this event is (B)(4).

Event description:
On (B)(6) 2026 a customer reported unexpected crossmatch results on the echo lumena instrument.